Manufacturer narrative:
Patient's initials are m.n. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Report source: e7121 axios (B)(6) post market survey. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a hot axios placement procedure performed on (B)(6) 2019. Reportedly, the patient's won was measured on (B)(6) 2019 via computed tomography (CT) imaging and endoscopic ultrasound (eus) and was confirmed to be 108mm in diameter, in close contact with the stomach wall, and contained 70% liquid content. The won was located from the pancreas to the abdomen. The stent was placed as part of the e7121 axios (B)(6) post market survey. According to the complainant, after cauterizing into the won, the tip of the delivery system came into contact with the back wall of the won. Reportedly, the stent was able to be deployed with much difficulty. After the stent was deployed, a non-boston scientific double pigtail stent was inserted, but was found to have been placed outside the won. The physician believed the axios stent had punctured at the edge of the won and deployed outside the won wall. The stents were removed from the patient, the puncture site was clip stitched, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition on (B)(6) 2019, was reported to be improved.